Event description:
Revision surgery - due to the patient falling down an embankment; dislocating their hip and disassociating the femoral head from the sleeve on the femoral stem.

Manufacturer narrative:
The reason for this revision surgery was a hip dislocation as well as a concurrent disassociation of the head from the sleeve/stem. The previous surgery and the revision detailed in this investigation occurred over 2 years and 6 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product that may have contributed to the event. The device and its applicable concomitant devices were within their expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The patient was reported to have fallen down an embankment. The fall, root cause, resulted with the patient dislocating the hip concurrent with a disassociation of the head from the sleeve/hip stem there is no evidence or information indicating the implants were a cause or contributed to this event. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.